Event description:
Boston scientific received information that this pacemaker was explanted due to an infection.

Manufacturer narrative:
If additional information is received, this report will be updated.